Event description:
It was reported that removal difficulty occurred. The patient was undergoing a thrombectomy procedure for deep vein thrombosis of the iliofemoral. An angiojet solent proxi was selected for use and accessed via the popliteal without issue. During the procedure, there was no issue on thrombectomy mode until the iliac, then the catheter became stuck when coming down in thrombectomy mode. A kink was identified at an unspecified time. The catheter was removed and replaced with another device. There were no patient complications as a result of this event.